Event description:
It was reported that the superior vena cava (svc) coil had increasing and high impedance. It was also reported that during the device change-out procedure, the svc coil was capped and the lead remains in use. It was later reported that high impedance was observed on the right ventricular coil after the pocket was closed. The high impedance issue was subsequently confirmed to be due to a loose connection on the new device. The pocket was re-opened and the set screw was reset. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.